Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code) has been confirmed. Upon investigation the monitor was displaying a service code when powering on. The cause for the failure was isolated to contamination on the computer/analog pcas. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was displaying a service code when powering on.